Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed new sensor during a sensor session. The sensor was inserted into the abdomen on (B)(6) 2021. No product or data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.